Manufacturer narrative:
(B)(4). The customer returned one actual unit for evaluation purposes related to the leak condition. The returned sample was visually and functionally evaluated and the reported condition was confirmed. The sample failed functional testing and pressure test at 8psi. During visual inspection it was determined that an insufficient amount of solvent was applied to the bond.

Event description:
The customer reported to baxter (B)(4) of a leak observed from the irrigation set during patient use. There was no patient injury or medical intervention reported. No additional information is available.